Event description:
Physician reported incidence of intraspinal mass. Pt's pump was implanted 1998 for post laminectomy pain. Medication infused from pump - mso4 10 mg per day concentration 50mg/ml. Mass was pump - mso4 10 mg per day concentration 50mg/ml. Mass was diagnosed by CT mylogram. The pt symptoms included band like or radicular pain and new or different sensory complaints or paresthesias. The catheter was removed in 2000. A new catheter was placed below the previous catheter - average rate 10 mg/day with good analgesia and resolution of sensory changes. The pt is reported to have no myelopathy and a return of good analgesia with the new catheter.